Event description:
It was reported that the ar-1934ps implant was well placed. A bone hammer was used to hammer the end of the product gently to secure the implant into the bone socket. The ligament was sewn. The implant was out of the socket while the tying the suture into a knot. Finally, the procedure was successfully completed using a product of other manufacturer.

Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023.  Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. Complaint confirmed. One unpackaged ar-1934ps suturetak was received for investigation. It was identified that the suturetak driver, as well as a 20.12" long suture fragment, were returned for inspection. However, the biocomposite anchor was not returned for analysis. Fraying was observed at one end of the suture, indicating breakage. No problem was found with the returned driver. The unfixed condition of the anchor was able to be confirmed through the customer provided photo. This event is most likely the result of suture breakage either from the application of excessive force or through nicking the suture against sharp bone or other instrumentation. As the anchor itself was not returned, further analysis cannot be conducted.